Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they faced issues with the master tool manipulator (mtm) 2. The site decided to recover the error by disabling the mtm. Tse asked the site to move the mtm prior to power cycle. They have a surgery tomorrow morning with a trainee surgeon and they expect the issue with mtml to be fixed. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The field service engineer (fse) went onsite to inspect the system and was able to reproduce the reported issue. The fse replaced the surgeon back plane pca (printed circuit assembly). Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The surgeon back plane pca was analyzed and the complaint regarding fault 25596 was not confirmed by failure analysis. The pca was installed on the test system and ran for 10 minutes on sine cycle, 10 power cycles and sat idle for 1 hour. No reported problem was found. The master tool manipulator (mtm) was also returned for failure analysis. The error 25596 could not be replicated with the mtm. The mtm was installed onto a test system and powered up. Sine cycle, test drives and tests via matlab passed with no issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.